Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had issues with the insulin pump like it had to rewind more than once per reservoir change and had to press buttons multiple times to respond. The blood glucose level of the customer was unknown. The insulin pump will not be retuned for the analysis.